Manufacturer narrative:
Two photos of 3ml luer-lok syringes were received by bd. A quality engineer was able to review the photos from batch #3209797 regarding item #309657. One photo shows two packages from the top web side with all applicable product information. The next image shows two sealed packages with one syringe no defects observed and the other syringe with all scale markings missing. The condition observed is non-conforming per product specification. Potential root cause for the scale marking issue defect is associated with the marking process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided lot number 3209797 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material#: 309657 . Lot#: 3209797. It was reported by the customer that the nursing staff found some syringes in the floors that were missing the measurement lines on the syringes. Verbatim: the nursing staff found some syringes in the floors that were missing the measurement lines on the syringes (the pictures are below). We have 11 each total that had to be pulled from one unit. It looks like they all are from lot number 3209797. I will be having a storekeeper check the 3 ml syringes on the floors to make sure no other departments have any.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringes had a scale marking issue. The following information was provided by the initial reporter: "the nursing staff found some syringes in the floors that were missing the measurement lines on the syringes (the pictures are below). We have 11 each total that had to be pulled from one unit. It looks like they all are from lot number 3209797. I will be having a storekeeper check the 3 ml syringes on the floors to make sure no other departments have any."